Event description:
It was reported the customer had a failed battery test alarm on their insulin pump. The customer also reported a battery out limit alarm had occurred on their insulin pump. Customer's blood glucose was 114 mg/dl at the time of the call. Troubleshooting did not find any damage or corrosion to the customer's battery compartment. Troubleshooting could not be completed because the customer had to disconnect from the call. Customer was advised to revert to a back-up plan. No additional information provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.